Event description:
Patient with double lumen central venous line when attempting to draw blood cultures, noted to be very difficult to flush with poor blood return. Clave noted to have inner mechanism stuck in the down position, with a clot at the end. Clave changed.